Event description:
Information received from the field does not address the patient's clinical status but notes that the atrial threshold increased from 3.0v at 1.5ms on 7/9/2004 to 4.75v at 1.5ms on 7/20/2004. Egms revealed amplitude variability and intermittent capture in the atrium. It was noted that the lead may have dislodged. The device will remain implanted.